Event description:
The facility reports the back of the disposable sling ripped at the seam of one of the stays. The pt fell backwards, hitting his head on the base of the lift. The pt sustained a head laceration, which required stitches to close.